Manufacturer narrative:
Investigation summary: bd received 2 photos for investigation. The photos were reviewed and do not show the reported defect; the photos show the material and batch information for product verification. Additionally, 10 retained samples from lot 5281610 were subjected to sleeve function testing. All the samples passed testing as there was no evidence of side pierced sleeves, poor sleeve recovery, sleeve fall off, or sleeve leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve function. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® eclipse¿ blood collection needle, sample leakage from the rubber sleeve occurred with an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k982541. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2 it was reported while using bd vacutainer® eclipse¿ blood collection needle, sample leakage from the rubber sleeve occurred with an unspecified number of devices. No adverse impact was reported regarding the patient or user.